Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not able to get any green lights on the telemetry portion of their remote monitor during a manual transmission. The patient was referred to their physician to rule out any potential implanted implantable pulse generator (ipg) concerns. Follow up with the clinic did not provide any further details. The monitor and device remain in use. No patient complications have been reported as a result of this event.